Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was no longer booting into the cns software and was getting stuck at the american mega trends screen. The device was sent in for evaluation by nihon kohden. No patient harm was reported. Investigation summary: evaluation of the returned device did not confirm or duplicate the reported issue of the cns not booting. No issues were observed during evaluation. There are several causes of the cns being stuck on the american megatrends scree, but as the issue was not duplicated during evaluation, the most likely root causes may be related to power issues or issues with the operating system, corrupted system files, or possibly problems with critical boot files which prevent the system from starting up correctly. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 09/09/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 09/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 09/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was no longer booting into the cns software and was getting stuck at the american mega trends screen. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is no longer booting into software. They are getting stuck on the american mega trends screen. No harm or injury was reported. The device was received by nihon kohden in order to get repaired. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) is no longer booting into software. They are getting stuck on the american mega trends screen. No harm or injury was reported. The device was received by nihon kohden in order to get repaired.